Event description:
It was reported that this patient's hip was revised approximately 14 years post initial operation. The patient stated they had a defective implant. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tha on an unknown side approximately 15 years ago. Subsequently, the patient reported that their implant was "defective". As a result, the patient underwent a hip revision on an unknown side approximately 13 years and 10 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D6a: unknown date in (B)(6) 2010.